Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility conducted the microbiological testing on the following schedule. First time;(B)(6) 2020 (result: positive) second time; (B)(6) 2020 (result: negative) third time; (B)(6) 2020 (result: positive) as a result of microbiological testing by the user facility, gram-negative bacilli and candida species were detected from the sample collected from the instrument channel of the device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, endostream esr-200, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device confirmed white foreign material remained on the inside of the instrument channel around the k-mount. Based on the chemical analysis of the foreign material, chlorine and sodium were identified. There were physical damages on the device. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.